Manufacturer narrative:
The recharger with model number 97755 and serial (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen and low reading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they are having trouble recharging their controller. Patient said that it was not picking up the device. Patient stated that they cannot get it to charge. Patient added that the recharger cord seems getting warm when charging the implantable neurostimulator (ins). Agent clarified and patient confirmed that the ins battery is the battery they have troubles charging. Patient controller battery is at 100% and ins at 90%. A request was sent to repair to replace the recharger.